Manufacturer narrative:
Concomitant medical products: product ID 3093-41, lot# v967832, implanted: (B)(6) 2012, product type lead. Other relevant device(s) are: product ID: 3093-41, serial/lot #: (B)(4), ubd: 19-mar-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the ins was depleted and so they removed it and that a partial lead with 3 electrodes remain in patient that could not be removed. Patient was redirected to medical affairs for information on MRI. No symptoms reported and no further complications were noted or anticipated.